Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. The patient punctured the left cylinder when injecting a supplementing ici (intracavernosal injection.) A new ambicor penile prosthesis was implanted. No patient complications were reported in relation to this event.